Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 1316 mg/dl. Customer was hospitalized due to high blood glucose which was caused by a kinked infusion set. Customer was hospitalized for twelve days. Customer was wearing insulin pump at the time of hospitalization. Customer reported that while hospitalized, transmitter was lost.